Manufacturer narrative:
Insulin pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's wife called to report that the insulin pump alarmed button error during bolus. Customer's wife reported that the insulin pump has an unresponsive keypad as well. Customer's blood glucose levels 223 mg/dl. No significant events leading to the alarm and keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.